Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer filled tubing for 30 units of insulin. The customer disconnected the tubing from the cartridge, and stated insulin drips were not seen from the cartridge. The customer believed that the pump was the issue. Tandem technical support instructed the customer to perform fill tubing again with just the cartridge on the pump; customer stated a ball of insulin was seen at the end of the cartridge. The customer reconnected infusion set tubing and was able to see drips as expected. The customer completed the load process and successfully resumed insulin delivery. The customer's blood glucose level was 146 mg/dl.